Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: one open box with eighteen unopen samples of product code z2017h were returned for evaluation. Visual inspection and functional testing were conducted on the returned device. In order to evaluate the condition of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area of the needles were examined, and it was observed that nine needles were cracked. In another nine needles no anomalies or breakage issues were noted. No needle pull of was noted since the suture still attached to suture. In addition, functional test was performed using an instron and the pull force were above the minimum requirements. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a supra- and subumbilical eventration of licit indication for surgery with prosthetic reinforcement. On (B)(6) 2022 and suture was used. Before using the suture, when it came out of its packaging, the needle pulled off. There were no patient consequences reported. Additional information was requested.